Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 10-nov-2017. The service log review revealed a delivery failure alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts) (actual value: 2433 counts) with no low battery alarm. This is an error as the low battery alarm should alert the user prior to the delivery failure alarm. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a device issue with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. On (B)(4), an internal employee discovered a delivery failure alarm with no low battery alarm during routine service log review. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction based on the completed investigation.